Event description:
The customer biomedical engineer (biomed) called to request assistance getting the sound to work on one of the telemetry room philips patient information center ix (pic ix) surveillance stations. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) guided the biomed through the process of checking the db25 pin connector and reseating the connection. The computer is located in the data closet. The biomed tested the sound and it is now working fine. The investigation concludes that no further action is required at this time.